Event description:
Caller reported cartridge alarms 30 and 20. There was no adverse impact to the customer's blood glucose level. Tandem technical support (cts) confirmed the alarms occurred with consecutive cartridges and resolved the issue by sending a replacement pump. The customer was advised on using the replacement pump, including updating software and handling storage mode. Additionally, the customer will use mdi as backup therapy to ensure insulin delivery continuity.